Event description:
It was reported that while using bd facscalibur¿ flow cytometer biohazard leaked outside of instrument. The following information was provided by the initial reporter: lt. Occasional liquid comes from the area of the sensor from the flow reservoir. But measuring still works! Should be done with the maintenance - possibly replace the flow sensor.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report# 2916837-2020-00281 was sent in error. Has been determined that the leak was contained and not biohazard, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd facscalibur¿ flow cytometer biohazard leaked outside of instrument. The following information was provided by the initial reporter: lt. Occasional liquid comes from the area of the sensor from the flow reservoir. But measuring still works! Should be done with the maintenance - possibly replace the flow sensor.